Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.the device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.